Event description:
PICC line was placed on [date redacted]. On [date redacted], approximately 1 month later, the PICC's [peripherally inserted central catheter] blue lumen did not yield a blood return, and t-pa [tissue plasminogen activator] was instilled. After the t-pa was removed, a blood return was achieved. However, by [date redacted] -- 4 days later, the blue lumen was noted to be leaking. We have sent the PICC back to the manufacturer for evaluation. While it's possible that staff using force to flush the line may have weakened the catheter, we are concerned this may represent manufacturing defect. Consequently, we have pulled this lot and will send it back to teleflex for review. The PICC line was removed and a new PICC line was placed in the patient.